Event description:
It was reported that a small volume intermate had a large black particle floating in the fluid of its bladder. This was found after filling the device with meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from march 24, 2014 to march 25, 2014. Evaluation summary: the sample was returned for evaluation. A visual inspection identified an elongated black particle, approximately 2.03 mm long, floating in the bladder. A fourier transform infrared spectroscopy scan determined that the particulate was butyl rubber. The cause of the particulate could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.